Manufacturer narrative:
The local area field representative was contacted for additional information. At this time no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) due to high out of range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. The device was reprogrammed unipolar pace and bipolar sense. It was noted the patient was in atrial fibrillation (afib). Boston scientific technical services (ts) discussed as this system was recently implanted, the ra lead could be under inserted. Additionally, noise and oversensing occurred on the ra lead, which resulted in inappropriate atrial tachy response (atr) episodes. The health care professional (hcp) suspected the ra lead may be dislodged and planned for the patient to follow-up in the clinic for further troubleshooting. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated a revision procedure was performed. The ra lead was tested on the pacing system analyzer (psa) and the measurements were within normal limits. Subsequently, the ra lead was re-inserted into the device header, and noise was still observed on the electrogram (egm). The ra lead was removed and re-inserted again with the terminal pin visible in the device header. Noise was still visible on the egm and the pacing impedances were greater than 3000 ohms. It was determined to be a setscrew issue, and the pacemaker was explanted and replaced. The ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the proximal segment of the lead was received; severed 42 millimeters (mm) from the terminal end. Visual inspection revealed coils and insulation cut with the tool during the explant procedure. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) due to high out of range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. The device was reprogrammed unipolar pace and bipolar sense. It was noted the patient was in atrial fibrillation (afib). Boston scientific technical services (ts) discussed as this system was recently implanted, the ra lead could be under inserted. Additionally, noise and oversensing occurred on the ra lead, which resulted in inappropriate atrial tachy response (atr) episodes. The health care professional (hcp) suspected the ra lead may be dislodged and planned for the patient to follow-up in the clinic for further troubleshooting. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information was received which indicated a revision procedure was performed. The ra lead was tested on the pacing system analyzer (psa) and the measurements were within normal limits. Subsequently, the ra lead was re-inserted into the device header, and noise was still observed on the electrogram (egm). The ra lead was removed and re-inserted again with the terminal pin visible in the device header. Noise was still visible on the egm and the pacing impedances were greater than 3000 ohms. It was determined to be a setscrew issue, and the pacemaker was explanted and replaced. The ra lead remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that this lead was returned to boston scientific for analysis as the patient passed away and it was unrelated to their implanted system. No additional adverse patient effects were reported.